Event description:
Falsely elevated ctni results of 0.43 ng/ml, 0.69 ng/ml, and 0.65 ng/ml were reported to the physician. Patient specimens 1 & 2 were repeated, ctni results of 0.49 ng/ml and 0.28 ng/ml were obtained. Instrument was re-calibrated. All three patient samples were retested and ctni results of 0.00 ng/ml obtained laboratorian was not privy ot patient impact or treatment except that they were transferred to another facility for follow-up.